Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in activities. The patient said when it was recharged, the patient called for support and when the patient got it going the next day it started in the front. The patient said they called a support line because it wasn't working at first. However, when the patient was finished and hung up, and it stopped again so the patient went to see their practitioner and let them know. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that they were working with the patient right now for reprogramming for coverage because the patient was only feeling stimulation in the knees. The rep reported that the patient had a lack of efficacy. The rep reported that the patient was uncertain of the exact time of occurrence, but the paresthesia was in the knees instead of the back. The patient denied any falls or accidents. The rep reported that impedances were greater than 10,000 ohms at 0.7v and greater than 20,000 ohms at 1.5v except 2- 17777; 3-17607;4- 18699; 5-11932. 3.0v impedances 1-22904,3-17702 ,4-17962, 4-19711 5-12019,6-26721, 7- 28971. The rep reported that they attempted to elicit paresthesia by activating multiple electrode combinations to no avail. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was supposed to stimulate the back and it was stimulating the legs in front. The patient also said the stimulator shuts off. The patient said that it only clicks once and a while. The patient thought the device was still on, but she didn't feel the stimulation and it shocks her when it kicks in. The device was on program 1 at 3.9v. The patient said it didn¿t show any group and she has no other programs. The patient had an appointment with the hcp on (B)(6) 2019. No further complications were reported.